Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that the insulin pump returned a motor error alarm during basal. Customer reported that the insulin pump was recently exposed to xray. Customer also reported that the insulin pump returned a threshold suspend alert with a blood glucose level of about 190 mg/dl and a sensor glucose level of 70 mg/dl. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.